Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia (vt) ablation procedure, a pericardial effusion occurred requiring a pericardiocentesis. During radiofrequency lesions on the anterior left ventricle, the patient was stable. Manipulation was difficult in the left ventricle and it was difficult to pass the aortic valve. At the end of the procedure, the patient became hypotensive and experienced chest pain. An echography revealed a pericardial effusion and a pericardiocentesis was performed to stabilize the patient and the procedure was completed. There were no performance issues with any abbott devices.